Event description:
Patient underwent generator and lead replacement surgery, due to prophylactic replacement. The generator and lead were returned to the manufacturer for product analysis. The generator performed according to functional specifications; however, low impedance was detected on the generator. Based on the information known to date, low impedance prior to device explant cannot be ruled out. Product analysis was performed on the returned lead, which was received in 10 portions. Set screw marks found on the connector pin provide evidence that at one point in time a good mechanical and electrical connection was present. The product analysis lab did not confirm a low impedance short circuit condition on the portion of the lead returned. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. No further relevant information has been received to date.